Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the exam coming over from the imaging system were missing at least one dicom tag required of navigated exams. It means that the scans did not end up as registered scans. Log show that the navigation system did obtain a valid registration, however there was no enough information in the navigation system or imaging system to determine root cause of the issue. Analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a spinal fusion, a 3d image acquisition would not transfer to the navigation system automatically nor manually. A second image acquisition was performed and could be transferred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.